Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the lead helix was distorted/bent (extrinsic). The distal electrode was covered in blood. Visual analysis indicated that the lead was damaged at implant. The helix was returned bent and no further helix testing was possible. The lead was damaged at implant attempt. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the right ventricular (rv) lead was positioned, the lead helix would not deploy all the way out. The helix was retracted and would not extend. The lead was removed and was reattempted to be exercised outside of the body but still would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.